Event description:
During a veterinary procedure the oscillating saw attachment/large could not be attached to the motors. The veterinarian was able to complete the procedure successfully with an approximate 5 minute delay. No additional medical intervention was necessary. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis. Device used in a veterinary case. No patient information will be reported lot number provided is not associated with the part number provided. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Part/lot combination unknown at synthes (B)(4) therefore DHR review is not possible. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue. Power tool evaluation was also completed for this device. The customer's complaint that the (1125-r) oscillating saw attachment will not attach to motors couldn't be confirmed. The device was evaluated and the complaint wasn't reproduced. However, excessive vibration was observed and the device failed torque test. This is most likely from various worn components and bearings deterioration from normal wear out. (B)(4)